Event description:
It was reported that during a routine follow up, during isometric noise was noted on the right ventricular lead. On 1/17/2013 the patient presented to the clinic for routine follow up and no noise was present. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.